Event description:
Physician informed (B)(4) sales employee personally relating to the following information while customer visit. Icp measurement with the catheter neurovent-temp-ifd-r provided no plausible readings. Icp fluctuations reached from negative values until pressures near 100 mmhg.

Manufacturer narrative:
Evaluation summary: the catheter neurovent-temp-ifd-r/095327/e8180769 was submitted to us and we have tested it. The catheter consistently shows a pressure of approx 300 mmhg. There is a tearing of the yellow wire (input voltage + of the pressure chip) in the range of the fixing wing. There are three possible causes (error models): the catheter initially worked correctly; the measuring errors occurred afterwards. The cause was accidental overexpansion of the catheter (care measures...). It must be assumed in this case that the special fixation of the catheter with sutures in the front part of the catheter could have influenced the sliding ability of the wires in the catheter... The catheter did not work correctly at the start of the clinical application already. The reason for this could be a renewed insertion of the rigid guide wire (runs in the same lumen as the connecting wires) which may have damaged the wire during repeated application. In order to prevent this error from happening, catheters are delivered with the guide wire already mounted. The user just has to pull out the rigid guide wire slowly after application. Renewed insertion of the wire is not described in the IFU. The blood residues within the lumen of the guide wire let us assume that the user reinserted the rigid guide wire wearing bloody gloves and therefore the wire was torn. The fluid that has penetrated into the reference lumen (=lumen of guide wire in this type of catheter) led to a temporary closure of the lumen and thus to highly fluctuating measuring values. The tearing of the wire only occurred as a consequence of the explantation. This error pattern would most likely match the highly fluctuating measured values reported by the user. The fact that fluid is not permitted to penetrate into the lumen is specified in the IFU. (With error model 2 , an incorrect but consistent value of 300 mmhg is output-which was not reported by the user. "The icp fluctuates very strongly between negative pressures and pressures of up to 100 mmhg"). No patient hazard, the user detected the malfunction, the drainage function continued to work (complete system (bloody) was handed over to us). The icp measurement was done by external transducer". Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p-temp, e8190820) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identified tearing of a wire and a constant pressure of approximately 300 mmhg. As a reason three possible causes were considered. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, the fluctuating readings are assumedly caused by fluid within the reference lumen (=lumen of guide wire in this type of catheter). Since this lumen also transmits the reference pressure to the pressure sensor chip, fluid within this lumen may cause temporary closure of this lumen and thus fluctuating measured values. Therefore, the corresponding IFU gives a caution that this lumen may not be closed or come into contact with fluid. Tearing of wire probably occurred as a consequence of the explantation. User recognized malfunction while application. Icp measurement was carried out alternatively via an external transducer (using the already implanted device). No harm to the patient occurred.